Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11may2020.

Event description:
The customer reported a ventilator with a distorted display. The manufacturer's field service engineer (fse) confirmed the reported problem. There was no patient involvement. The fse replaced the vga board to address and correct this reported event.